Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the surgeon fired the tlc55 with its original cartridge and it fired fine. When the tcr55 reload was inserted, the device then would not fire. Another tlc55 instrument was used to complete the case. There was no consequence to the pt.